Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device. The customer indicated that due to this issue, they were unable to monitor their glucose level and experienced a loss of consciousness. A reading of 50 mg/dl was obtained on an unspecified meter and customer was treated with soda and sugar water by their spouse. There was no report of death or permanent injury associated with this event.